Event description:
It was reported the leads were not sutured down and became dislodged. The leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4). The full lead was returned. No anomalies were found. The proximal conductor was distorted. There was blood/body fluid (not obstructed) on the proximal conductor. The inner insulation and inner tubing was kinked/buckled. The outer insulation had a cosmetic cut and was breached cut. There was a white substance on the outer insulation. There was also a cosmetic depression on the outer insulation. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. Visual analysis revealed there was apparent explant damage. Evaluation summary (B)(4): the full lead was returned. No anomalies were found. The proximal conductor was distorted and stretched. There was blood/body fluid (not obstructed) on the proximal conductor. The inner insulation and inner tubing was kinked/buckled. The outer insulation had a cosmetic cut and was breached cut along with a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. Visual analysis revealed there was apparent explant damage.